Event description:
It was reported that this right ventricular (rv) lead had become dislocated. During scheduled follow-up appointment, the physician found evidence of oversensing of the atrial signal on the ventricular channel, so reprogramming was performed to adjust the rv sensitivity. Technical services (ts) analyzed device data and found episodes with a change in morphology as well as possible loss of capture (loc). Lead revision was suggested. It was noted that this patient has undergone interventions in the past. No adverse patient effects were reported. Currently, this lead remains in service.